Event description:
It has been recently noticed that the cordis/j&j avanti plus introducer sheaths are repeatedly blocked by thrombus.

Manufacturer narrative:
During a diagnostic cardiac catheterization, a 6f avanti plus sheath introducer was found "blocked by thrombus." As reported, the sheath was flushed between each catheter exchange and the duration of the procedure was "less than 15 mins." No difficulty prepping the sheath was reported. The sheath was not returned for evaluation. A review of the manufacturing records could not be done with a lot number. With such limited information and no product to examine, it is not possible to confirm the complaint or determine what factors may have contributed to the event.